Event description:
Reportedly, flow rate volume was pumped up during infusion. Was set at 20; however, pt received 620.

Manufacturer narrative:
Device will be returned. Eval results will be submitted when eval is completed.